Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, two photographs were provided by the customer. The photographs both showed a blood port leak coming from the dialyzer where the blood lines are connected. It is unknown what caused the blood leak as there was no damage visible in the pictures. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event based on the provided photographs.

Event description:
A user facility reported to fresenius medical care canada that a blood leak occurred two hours and fifty-two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. It was not clear if the leak originated from the dialyzer or the bloodline. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius medical care canada that a blood leak occurred two hours and fifty-two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. It was not clear if the leak originated from the dialyzer or the bloodline. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.